Event description:
It was reported that during implant the right ventricular lead exhibited high impedance. The physician attempted to reposition the lead multiple times with the same results. The lead was explanted and replaced successfully. The patient tolerated the procedure normally.